Event description:
It was reported to philips that the flexvision pc was not booting up because of defective power supply. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flexvision pc was not booting up. Review of the log file shows malfunctioning flexviewing-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flex viewing pc power supply was defective. To resolve the issue, the fse replaced the flexviewing pc and loaded the software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.